Manufacturer narrative:
The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the product was reviewed and the dhrs showed the product met specifications prior to release to distribution. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and possible heat damage on reader screen was observed. Visual inspection has been performed on the usb/charging cable no issues was observed. Usb/charging cable passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks was observed. An extended investigation was performed on returned reader. Performed a visual inspection on the returned reader pcba (printed circuit board assembly) and melted screen edges of the reader was observed. Reader did not powered on with button press or strip insertion. The reader connected to pc using a known good usb cable and successfully communicated. In phase 2 the retuned sensor was de-cased. Performed a visual inspection on the returned reader pcba and melted battery wire but no damage was observed on the battery. Battery holder was not observed evidence of burn marks, soot or damage, which indicates the melting occurred from an external source and not from the internal battery or internal components. Indicating that there was no excessive current from the battery to cause the damage. Burns were observed at the sharp points with electromagnetic wave it is experiential that high amount of charges get deposited on all sharp points which quickly dissipate large amount of current to cause the observed damage. The melting observed on the battery wire and the external screen edge occurred without direct physically contact point, indicating internal part of the battery could not caused the screen edge damage. Damage is consistent with the reader being exposed to an electromagnetic radiation source in the microwave spectrum such as a microwave oven. Returned reader was exposed to microwave field and observed damage at the edge of screen and the front cover and the melting of the battery wire. Performed a continuity test on the returned reader and no problem was found. The reader¿s battery was measured which within the specification and the reader was subjected to external power during use. Therefore, the issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and possible heat damage on reader screen was observed. Visual inspection has been performed on the usb/charging cable no issues was observed. No opens or shorts were observed. Usb/charging cable passed testing. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks was observed. An extended investigation was performed on returned reader. Performed a visual inspection on the returned reader pcba (printed circuit board assembly) and melted screen edges of the reader was observed. Reader did not power on with button press or strip insertion. The reader connected to computer using a known good usb cable and successfully communicated using approved software and reader's log was downloaded. The retuned reader was further de-cased. Performed a visual inspection on the returned reader pcba and melted battery wire was observed however no damage was observed on the battery. Battery holder was found intact with no evidence of burn marks, soot or damage, which indicated that the melting occurred from an external source and not from the internal battery or internal components. It indicates that there was no excessive current from the battery to cause the damage. Burns were observed at the sharp points. With electromagnetic wave it was experiential that high amount of charges got deposited on all sharp points which quickly dissipated large amount of current to cause the observed damage. The melting observed on the battery wire and the external screen edge occurred without direct physically contact point, indicating in no way a heat occurrence within the internal part of the battery could have affected the external part of the screen edges. Damage was consistent with the reader being exposed to an electromagnetic radiation source in the microwave spectrum such as a microwave oven. Returned reader was probably exposed to microwave field and observed damage at the edge of screen and the front cover and the melting of the battery wire. The reader¿s battery was measured which was within the specification and the reader was subjected to external power during use. Therefore, the issue is not confirmed to use due to misuse of the reader. This serves as a correction report. Section h11 (additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. The customer reports using the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.